Event description:
The account is unable to obtain patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. The issue started with the installation of reaction vessel cells, lot # 69281p100. The issue was resolved by replacing the reaction vessel cells with another lot (68007p10). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Upon further review, it was determined the suspect architect reaction vessel lot, 69060p100, was in use at the customer facility.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age, approximately (B)(6)). According to the complainant, during set up, the metal probe in the heater canister "glowed bright orange". Clinical follow up information revealed that there were no alarms or error codes, there was no saline circulating, that event occurred during set up when connecting heater connector to heater canister, no steps were bypassed , probe continued to glow after unit was shut down and canister was seated properly. The procedure was completed with another of the same device . There were no patient complications reported with this event and the patient's condition is reported to be "fine".

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that insulin leaked past both o-rings of the reservoir. The customer's blood glucose reading was 273 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.